Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed rust-colored deposits in the set tubing, in trace amounts. The photo did not allow observing whether the discolored areas were embedded in the tubing or were free floating particles. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "dirt" was observed in the tubing of a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.